Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9120-01, batch 18.00996, was received for evaluation. Visual inspection revealed material chipped and scratches. The observed damage is likely due to the implantation and subsequent removal of the device. The most likely cause of the reported failure is a patient-specific factor, particularly wear observed on the polyethylene base, which may have resulted from an active lifestyle and/or the passage of seven years since the implantation surgery, contributing to the failure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/04/2025, a facility representative reported via email that the following arthrex part numbers were explanted during a procedure performed on (B)(6) 2025. The parts included the ar-9145-30 arthrex universal glenoid, peripheral locking screw, 30 mm, ar-9165-15 arthrex universal glenoid, central screw, 15 mm, ar-9503s-06 arthrex univers revers humeral insert s/36/+6, ar-9504s arthrex univers revers glenosphere 36, ar-9120-01 arthrex universal glenoid baseplate - small, ar-9502f-36rcpc arthrex univers revers suture cup, 36 (+2 right), and ar-9501-06p arthrex univers revers humeral stem, size 6. No additional details were provided at the time of the report. Additional information was received on 09/18/2025: the revision procedure was medically indicated due to the patient experiencing pain, loss of function, osteolysis of the humeral component, and concerns regarding infection. The onset date of symptoms remains unknown. A right revision reverse total shoulder arthroplasty, including contracture release and placement of a cement spacer, was performed on (B)(6) 2025. During the revision, there were two ar-9145-30 arthrex universal glenoid peripheral locking screws (30 mm) and two ar-9165-15 arthrex universal glenoid central screws (15 mm) implanted. No arthrex products were implanted during the revision procedure. The original surgery took place on (B)(6) 2018 at the same facility and was performed by the same surgeon.